Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device was alarming and there were air bubbles in the line. Patient went to the facility and discontinued it. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.